Event description:
This report refers to a catastrophic failure of the icotec kong-tl vbr system. This patient is a 69 y/o with metastatic renal cell carcinoma that underwent a t3 corpectomy for tumor in (B)(6) of 2024. The removed vertebra was reconstructed with the kong interbody that was expanded during surgery. 6 months later in (B)(6) of 2025, the patient presents with worsening back pain and neck posture. Imaging showed retraction of the kong implant height leading to a fracture and chin-on-chest spinal deformity. The kong cage expansion mechanism showed failure and total collapse of implant height.